Event description:
During the procedure to treat an aneurysm located in the p-com, the enterprise system was delivered to the site, but during delivery, the stent was about 80% out of the delivery system, but the physician decided to re-capture the stent. However, during recapturing, about 10% of the stent could not be recaptured, due to resistance. Finally, the physician withdrew the stent delivery system and microcatheter through the tortuous vessel, and the rest of the stent could be retracted into the microcatheter. Finally, the stent was recaptured with the introducer. However, during the withdrawal; of the device, the physician indicated that it felt like something in the device (delivery system) gave. It felt like something stretched, but it could not be checked, additionally, during the procedure, another microcatheter was inserted in the aneurysm to conduct a trapped technique embolization. No other devices were utilized. The product will be returned for analysis. Another similar product was inserted to complete the procedure with the same microcatheter. The patient information was not available or target site information.

Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional information will be submitted within 30 days of receipt.